Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 6 would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected station drawer 6 and observed that it was double clicking. Debris was cleared, and the station was powered down. All components were disconnected, reseated, and voltage was allowed to dissipate before powering the station back on. The drawer was tested with the latch initially. The customer also tested multiple times using inventory and the cubie map, with successful results. The system functioned as intended after the field service engineer repaired the device.